Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, three resolute onyx des stents were implanted in the rca . Approximately 22 months post index procedure, the patient suffered from pneumonia due to covid-19. Medication, oxygen support and convalescent plasma were given, but the patient died 10 days later. Death was classified as non-cardiac death. Investigator and safety assessed that the event was not related to index device or antiplatelet medication